Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
The vigilance responsible of the hospital, dr (B)(6) reported via fax that, "a patient underwent a surgical procedure due to gonarthritis of the knee on (B)(6) 2010. On (B)(6) 2012, the patient underwent an unanticipated revision surgery due to severe pain and rigidity".